Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the software was functioning as intended. Fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that the system stated, "localizer disconnected." The system was powered on and off multiple times quickly, and was experiencing abnormal monitor behavior. The navigation system was power cycled, booted, and then the user logged into the application and waited about 3 minutes for everything internally to establish connection. At this point, they were able to verify their instruments and register the patient. The issue was resolved on call. The likely cause of this issue is that the system initially was not given long enough to establish communication and connect to the localizer. The power cycle resolved the abnormal monitor behavior as multiple shutdowns put the system in an abnormal boot state due to the user shutting down and turning on the system quickly. There was no delay to the procedure, and no impact on patient outcome.